Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a tego¿ connector was found to be occluded during patient use. The following issue was reported by the customer: ¿the nurse cannot start the treatment of the patient due to excessive venous pressure detected by the generator. After checking the valve on the venous branch of the central venous catheter, she realized that it was blocked/obstructed. However, the valve had only been inserted four days earlier, on (B)(6) 2024. The date valve was removed: (B)(6) 2024, the tego was replaced. The nurses primed both branches of the catheter (venous and arterial) to remove the taurolock lock, perform a positive pressure rinsing, then connect the lines. The generators in this unit are fresenius 6008.¿ the status of the product at the time of the event is after checking the valve on the venous branch of the central venous catheter. The product is available for evaluation. No picture of the defective sample is available. No consequence for the medical staff. Technic of dialysis used: hemodialysis (hd). The patient was not impacted by this event.

Manufacturer narrative:
Received one used list #d1000, tego¿ connector for evaluation on 9/4/24. As received, seal is torn on a portion of the seal radius, the returned sample had the internal seal wall collapsed during activation (with an approved ICU medical syringe) that resulted in occluded flow. The probable cause of tearing on the top silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint.